Event description:
Customer reported chemo medication to deliver over 24 hours, started approximately 4:30 pm on (B)(6) 2014. On (B)(6) 2014 at 7:30 am the bag was discovered empty. There was no report of patient harm and medical intervention was not reported to be required. The customer stated that no additional event or patient information is available. Manufacturer's report number 2016493-2014-00158, manufacturer's report date: (B)(4) 2014, internal file no: (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the event logs have not been received. A follow up report will be submitted with investigation results, should the event logs be received.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the event logs have not been received. A follow up report will be submitted with investigation results, should the event logs be received.

Event description:
Customer reported chemo medication to deliver over 24 hours, started approximately 4:30 pm on (B)(6) 2014. On (B)(6) 2014 at 7:30 am the bag was discovered empty. There was no report of patient harm and medical intervention was not reported to be required. The customer stated that no additional event or patient information is available. Manufacturer's report number 2016493-2014-00158, manufacturer's report date: (B)(4)2014, internal file no: (B)(4).